Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirting from the infusion set rather than slow drip. The customer¿s blood glucose was unknown at the time of incident. The customer also report the diminished battery life and insulin pump had rejected new battery and also customer state that sometimes to press the buttons multiple time respond. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the a21 error test, prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected failed battery alarm anomalies noted. (B)(4).